Event description:
It was reported that patient received inappropriate hv therapy due to lead dislodgement. The lead was explanted and replaced when repositioning was unsuccessful. Patient is doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.